Manufacturer narrative:
Event summary: the patient data files did show that during multiple injections there was oscillation within the flow and temperature performance with catheter 2af234 / 50663 which was used for nine injections. A clinical issue was encountered during cryo ablation procedure, and a pericardial effusion was noted. The balloon catheter was not returned for analysis. In conclusion, a clinical issue (pericardial effusion) was encountered post procedure. The case was aborted under while the patient was under general anesthesia. There is no indication of catheter malfunction related to the adverse event. There was no product returned for product investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed. A pericardiocentesis was performed and the patients vitals signs remained stable. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.